Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the sensor. Performance data was not provided for evaluation and as previously reported, the allegation was undetermined. The probable cause could not be determined via product. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was checking his readings and saw it was low (around 70 mg/dl), since he was alone, he called 911. At that time the patient was not feeling good and couldn´t think straight, felt nauseous body was aching. The paramedics took the patient to the hospital. There, they took a bg reading which was 400 mg/dl and the cgm reading was 72 mg/dl. The patient was treated with insulin and IV fluids as he was dehydrated. The patient was discharged on (B)(6) 2025 around 1:00 pm. At the time of the report the patient was felling okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.